Manufacturer narrative:
Pump received with blank display due to corroded battery cap and battery tube compartment noted.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer stated that insulin pump shows small scratch on the screen. The customer was assisted with troubleshooting and display did not returned back. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.